Manufacturer narrative:
The suspect product is the comfort curve strip.

Event description:
The nurse reported obtaining back-to-back blood glucose results of 571 mg/dl on system 2 and 257 mg/dl on system 1. No patient injury was reported and no treatment was received. The location is a nursing home. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. System 1 is an advantage system: meter, comfort curve strip lot 549609 with expiration date 04/30/2008. System 2 is an advantage system: meter serial number unknown, comfort curve strip lot 549547 with expiration date 03/31/2008.